Manufacturer narrative:
It was reported the patient underwent mesh implantation concurrently with a supracervical total abdominal hysterectomy. The patient underwent a mesh removal surgery on (B)(6) 2006 due to erosion. She had another mesh removal surgery on (B)(6) 2012 due to pain, erosion, dyspareunia, bleeding, infection and urinary problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and dysmenorrheal. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent a mesh revision on (B)(6) 2006, due to erosion. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions.